Event description:
Use of the medichoice m500812 gel associated with + blood cultures upon admission to the hospital and patients not septic. FDA recall were b029, b030, b031, b032, b040, b041, b048, b055. FDA safety report ID # (B)(4).